Event description:
It was reported that the lift column of the 8800 system intermittently will not move up or down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lift column power supply and motor relay pcb were replaced during the service call. The system was tested and found to be working as intended and put back into service.